Event description:
It was reported that during an interrogation attempt, there was an electrical reset which could not be cleared and interrogation could not be conducted. Pacing was intermittent and the patient's intrinsic rate was slower than 50 bpm. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.